Event description:
The balloons of the 2 boston scientific extractor pro rx retrieval balloon catheters used to sweep stones out of cbd could not be seen under fluoroscopy when inflated. They appeared as though they were not inflated so the physician decided that he could not use them. Event abated after use stopped or dose reduced: no. Event reappeared after reintroduction: yes.